Manufacturer narrative:
The bur and attachment subject to this MDR was returned for evaluation, it was visually confirmed that the bur was broken at the shank. Part number and lot number information has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that while cleaning the attachment, a 2mm bur was stuck in the attachment. It was also reported that there was no pt involvement and that this event did not result in any delay to any surgical procedure.